Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to discharge at 3j(joules) with a "no shock delivered" message. The users pressed down on the defibrillator pads to ensure contact, and then delivered a 6j shock successfully. There was no pt impact reported.